Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on july 24, 2018 that they were hospitalized on (B)(6) 2009 due to a coma. Blood glucose level at the time of incident was low 20's mg/dl. No other details were given. Nothing returning.